Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found moisture damage on j3 pin(s). The data log could not be retrieved, the receiver would not charge or boot up. Opened the receiver case for internal inspection and reveals moisture damaged on j3 pin(s) and rust and\or contamination on ui board. The reported event that the receiver ceased to function was confirmed due to moisture damage. The root cause was determined to be moisture damage in the receiver.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.